Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 10 inches. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the service history record review could not be completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a pair of reduction forceps broke off during a left clavicle, open reduction internal fixation (orif) procedure on (B)(6) 2015. The tip broke during the reduction, as the surgeon was clamping onto and pulling the bone. The broken fragment was retrieved. Another instrument was available for use in order to successfully complete the procedure without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number and UDI number; (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is sometime in july 1993. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Part 399.99, lot number a7ca027: manufacturing date: june 1993. The device history record (DHR) review could not be performed as the device is over 22 years old and there are no DHR available. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the tip of the upper jaw was found to be broken. No definitive root cause was able to be determined however based on device age (20+ years), it is likely that wear and tear contributed to the failure. The reduction forceps (399.99) are noted in five system technique guides including: 2.7mm lcp ulna osteotomy, 2.7mm va locking calcaneal plating and small fragment locking compression plate. In each system the forceps are an optional instrument for achieving anatomic reduction. The returned instrument was examined upon arrival and the complaint condition was able to be confirmed as the distal 12mm of the upper jaw were found to be broken and returned separately. Based on the age of the device (20+ years old) a root cause related to wear and tear is likely. No drawings from the time of manufacturer were available to the age of the device. As such current revisions of the drawing for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The device history record review could not be performed as the device is over 22 years old and there are no DHR available. Additionally the instrument has no service history as the instrument has not been sent for service in the past three years. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.